Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported during multiple internal hip fixation procedures, the plate screw breaks at the junction of the shaft and head during insertion. No further information has been provided.